Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There were no non-conformances related to the reported issue. There have been no changes in the process identified to be related with this event. The product sample returned was received within a generic plastic bag. It consisted of a 14.5 fr tal palindrome with slots catheter. After visual inspection no issues were found. Additionally, during functional testing (underwater test), no bubbles were detected. As per the instructions for use, it is necessary to visually inspect the device before using it. Do not use the catheter if it appears damaged or defective. Exercise caution when using sharp instruments near the catheter. The catheter tubing can tear when subjected to nicks, excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes, and cuts which could impair its performance. Based on the event description, the catheter was in use since it was stated that there was oozing of blood during dialysis process. It can be assumed that the device was tested prior use and no defects were found. The dwell time of the catheter was not specified. Additionally, the sample received did not show any defect, and no leaking was detected during the underwater test. There are a number of alternatives in the field like exposure to chemical agents, proximity to heat sources or manipulation that may lead to a tubing tear. Moreover, 100% devices are inspected for tube integrity per procedure. Based on all of the gathered information the most probable cause could be attributed to contact with a sharp object, excessive force or a rough edge. No additional actions are required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that after catheterizing the patient on (B)(6) 2014, there was oozing of blood during dialysis process. Upon checking the device, there was a hole on the catheter wall. Dialysis treatment was halted. The catheter was pulled and replaced with a new one.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. A corrective action is not warranted at this time this information will be utilized for tracking and trending purposes to determine the need for corrective action.

Manufacturer narrative:
Submit date: 11/25/2014. An investigation is currently underway. Upon completion, the results will be forwarded.